Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat an 89% stenosed lesion in the right internal carotid vessel with mild calcification. Pre-dilatation was performed and the 10 x 40 x 136 xact stent delivery system was advanced without issue. The stent was deployed; however, during deployment, the stent jumped distally. A new xact stent was placed successfully in the proximal portion of the target lesion. Angiography was performed and it was observed that the vessel was kinked distal to the first stent that had jumped. It was noted that the stent had changed the configuration of the native vessel, which caused the kink. A third xact stent was placed to treat the kink. The patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.